Event description:
It was reported that the customer's insulin pump was not rewinding, due to the customer running a bolus. Customer's blood glucose was 600 mg/dl. Customer treated with the insulin pump. She stated the battery compartment was cracked and the screen of the insulin pump was scratched. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near display window corners noted during our visual inspection.